Event description:
Due to mild sleep apnea, I was referred to a (B)(6) dental spa, dr. (B)(6), for treatment using a mandibular advancement device. The product selected by dr. (B)(6) was the prosomnus evo. I used the device as prescribed and was experiencing muscle discomfort in my jaw, but was assured it was normal. I used the product for about a year before I began noticing substantial side effects that I was no longer comfortable with. The risk to benefit ratio was no longer worth it. I could no longer chew properly, as my jaws could not close all of the way, as they previously did. I discontinued use around (B)(6) of 2023. I was eventually able to get my jaws to close, and it was at this point that it became evident that the device had pulled my top, front teeth towards the back of my mouth, and pushed my lower front teeth forward. It had caused the teeth just to the front of my canines on both sides (at the top) to be displaced. There are spaces in my molars that were previously not there. My bite and muscles are not the same as they once were prior to using this product. Due to the strain that my muscles experience with a closed jaw, I frequently find myself slack-jawed to relax the muscle. I understand that I signed papers stating that there could be some minor movement of teeth, but I did not expect to this degree. I chose to finally contact the FDA because I have noticed a lack of any negative side effects being presented anywhere these devices are advertised, suggested, or promoted. My intention is to bring awareness to the possible side effects of this device and to make sure that anyone who sales or implements these devices are making sure their patients are keenly aware of the side effects. I have no ill will towards dr. (B)(6) and believe he had the best intentions to treat my sleep apnea, and I am grateful.